Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Date of event, test dates: estimated dates. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. It should be noted that the reported patient effects of angina and stenosis are listed in the xience xpedition, everolimus eluting coronary stent system instructions for use as known patient effects of coronary stenting procedures. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported that on (B)(6) 2014, a 2.5x23mm xience xpedition stent was implanted in the mid left anterior descending (lad) coronary artery, 90% stenosed lesion. In (B)(6) 2018, the patient was hospitalized for chest pain. Imaging was performed and 60% stent stenosis was noted. Medication was provided as treatment. The patient was discharged from the hospital after improvement and in good condition. No additional information was provided regarding this issue.